Event description:
There was difficulty getting the device into firing range, requiring 5 or 6 attempts, waiting for edema to be squeezed out to reach safe firing range. Cs29 was fired for anastomosis in left colon. Flexshaft shook abnormally during firing cycle, pc displayed "firing sequence incomplete" staples were unformed and cut ring was intact. Dlu jammed and was cut out of anastomotic site.